Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the level sensor pads are not sticking correctly. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Occurrence dates are unknown. They have had about six pads that were not sticking. The customer will be returning the remaining unit from that lot number to the manufacturer for further evaluation.